Manufacturer narrative:
Failed battery test due to corroded battery tube and battery tube spring. Unable to perform the unexpected restart error test and displacement test due to failed battery test anomaly. Insulin pump passed stop current and run current test. Insulin pump had cracked reservoir tube lip, minor scratched display window and missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed failed battery. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that this had been happening even if he inserts new battery. They checked battery cap and it was intact. He said the spring though on the battery compartment seems like it was damaged. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.